Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it appears patient factors [calcified cardiac anatomy] contributed to malpositioning of the device and initial paravalvular leak. Procedural factors [post-dilatation of the first valve] may have contributed to the central aortic insufficiency. There is no evidence this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the final valve position was too aortic causing moderate paravalvular leak and central aortic insufficiency. A second valve was implanted to resolve the aortic insufficiency. Per report, via tee in the room the native annulus was 20mm in diameter. The stj and sov were measured within normal limits. Surgical cutdown on the right side was performed. Percutaneous access was obtained on the left side for the pigtail catheter and the temporary pacemaker. Edwards dilators were used up to 25fr without issue. Bav was performed with the standard ew bav (20x4cm) under rapid ventricular pacing without issue. An ew 23mm sapien valve was prepped and positioned across the native annulus in a 50:50 position. The valve was deployed with a final position of 70:30 aortic under rapid ventricular pacing. Echo assessment revealed mild to moderate pvl. It was decided to add one cc to the delivery balloon. After the post dilatation, there was still mild to moderate pvl and some central leak. Combined, the leaks were graded as moderate. After discussion, it was decided to prep a second 23mm valve. This second valve was placed 1.5 cells below the initial valve. After deployment, the central leak was gone and the paravalvular leak was considered mild. The patient remained stable throughout the procedure. Additional information: the native valve/leaflet calcification was moderate; aortic root calcification was moderate. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 65 percent.